Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the display was dim, faded, and discolored. Unrelated to the display issue, investigation revealed that the bottom bumper pad was peeling, the pump casing was cracked between the case seal and the display, the bolus button cover was torn, and the keypad cover was torn. All keypad buttons responded normally to button presses and no defects were found with the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.